Event description:
Related manufacturer reference number: 2017865-2021-31252. It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited extracardiac stimulation; the rv and ra leads had become dislodged, which was discovered through unknown means. During repositioning, it was observed that the rv lead helix failed to extend, and the ra lead failed to fixate to its intended location. The rv and ra leads were explanted and replaced. The patient was stable throughout.